Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: when the surgeon fired the device, a component disengaged into the patient cavity. The surgeon used another device and one of its components also disengaged. The surgeon completed with suture. Surgical time was extended by more than 30 minutes.